Event description:
It was reported that when using the bd pyxis¿ medstation¿ es it was showing "failed to release." The customer tried to recover the failed drawer, but it still indicated that maintenance was required. The customer rebooted the device. The customer also tried the following steps, but the issue remained the same. The customer shut down the station by unplugging the power cord from the back of the station and waited for 2¿5 minutes. After reconnecting the power plug and turning the power on, they checked and tried to recover the drawer, but it still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displaying a failed to release message. The customer had attempted to recover the failed drawer, however, the status continued to indicate that maintenance was required. Upon arrival, the field service engineer (fse) found that no components were actively failed. The fse logged into the hardware test application using the administrator account and accessed drawer one-point-two, opening all pockets. During inspection, significant debris was found, including a loose screw located beneath the row e1 pocket and several pills scattered underneath the pockets and in random areas. The drawer was cleaned thoroughly, the drawer hold was secured, and the row cable was checked for damage. The back panel was opened to inspect all internal cables, and all drawers were realigned. The bus cable was also replaced as it appeared worn. The system was retested in the hardware test application, and the customer successfully recovered the failed drawer. The device was tested thoroughly, and normal operation was confirmed. The system functioned as intended after field service engineer repaired the device.